Manufacturer narrative:
The pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and several high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive conclusion cannot be made, clinical factors and patient comorbidities are known potential contributors to this type of event. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient called with increase in flows above baseline. Patient was instructed to return to hospital for evaluation. Upon arrival, log files were sent and power found to be on borderline of normal with recent increase compared to baseline. Ldh at 1800. Patient received a tpa 10mg over 1 minute, followed by an additional 20 mg over 20 minutes on (B)(6) 2016. Dose was repeated on (B)(6) 2016. Pump parameters have returned to baseline. Ldh trending down. Patient tolerated well. It was reported that there was no relevant medical history related to the event and no relevant diagnostic testing. No other treatment was given and the patient is doing "well" and was discharged. No further information is available.